Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose of 474 mg/dl and they treated with a pen. Customer stated that on (B)(6) 2017, they had a no delivery and that their infusion set cannula was bent. They said they were sleeping when it occurred and waited until the next morning to check their insulin pump. The customer declined troubleshooting for both their high blood glucose and no delivery alarm. The products will not be returning for analysis.